Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that the balloon to a smiths medical portex® cuffed blue line ultra® tracheostomy tube was different; making it too high in relation to the tip of the cannula. The trachea of the patient was noted to be "hurt" with the balloon being too high. Subsequently, the tube was changed out. The patient recovered with no further adverse effects.

Manufacturer narrative:
One unused portex cuffed blue line ultra tracheostomy tube was returned for analysis without its original closed packaging. No discrepancies were found upon visual examination. A syringe was used to inflate the cuff while submerged under water; noting no discrepancies. Relevant documents were reviewed and deemed adequate. The manufacturing process was reviewed. The cuff assembly operation was reviewed and the inflation line assembly operation was reviewed with no discrepancies found. Inflation tests were audited during thirty two (32) units finding no deflated cuffs. Based on the evidence, the root cause is unknown as the complaint was not confirmed.